Event description:
It was reported that the pt had a loss of therapeutic effect and no stimulation sensation. She was unable to adjust her stimulation. She was at home in fair condition. It was also reported that she has had numerous CT scans and x-rays for a broken leg. Further info is being requested from the hcp.